Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. Literature attachment: mitraclip-associated endocarditis: emergency department diagnosis with point of care ultrasound.

Event description:
This is filed to report post procedure, endocarditis occurred. It was reported through a research article identifying the mitraclip device which may be related to infective endocarditis (ie), re-hospitalization, medical intervention and surgery. Specific information is documented as unknown. Details are listed in the attached article, mitraclip-associated endocarditis: emergency department diagnosis with point of care ultrasound. No additional information was provided.

Manufacturer narrative:
B3, d6: dates estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a conclusive cause for the endocarditis. The reported patient effect of endocarditis is listed in the mitraclip ntr/xtr instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.